Event description:
It was reported via medwatch, a (B)(6) year old female under went a left total knee replacement on (B)(6) 2011. On (B)(6) 2011, while the drain was being removed from the patient's left knee, the hemovac drain snapped. The patient returned to the operating room on (B)(6) 2011 for removal of the retained drain piece.

Manufacturer narrative:
Three attempts were made to obtain the sample but were unsuccessful. The lot number was not provided therefore, the device history record could not be reviewed. As a finished good, qa performs random visual inspections for damaged components prior to product release. The review of the manufacturing process showed that the drain is received from an external supplier who certifies that the product has been manufactured according to the requirements established by the manufacturer. The instructions for use states, the following precautions "additional perforations should not be made in the drain. Avoid suturing through drain. Drain should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drain should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drain should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain." An additional warning states: "drain breakage may require surgical removal." (B)(4).